Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that normally, the remaining battery capacity of the implanted neurostimulator (ins) was 70%, but it has reached 90% this week. When charged, it gets to 100% in about a minute, so worried that there might be something wrong with the ins.  Also, "setting value not available" is displayed every time it charges. When visited the hospital for a medical consultation the other day (june 17), there were no problems; went home without changing any settings, but since then the device display has been strange. Also said that there was no stimulation when stretching. When checked the screen, "setting value not available" was displayed, and the remaining battery level was 100% for both the ins and controller; the stimulation was on. Told that the remaining battery level varies from 70% to 90% depending on the usage status. Also, regarding stimulation, informed that the intensity can be changed in the treatment group of the controller, but said, "always have the person in charge do it, so have not touched it." Also, when the ok button is pressed for the setting value not available, it switches to the normal home screen, but recently it has been appearing frequently, so advised to consult with a medical institution. The family member (daughter) was concerned that "rather than the intensity, concerned about whether there was a defect with the ins," and was very keen to speak to the person in charge. Resolution of the issue is unknown. Additional information was received. Regarding the meaning of the statement "remaining battery level varies from 70% to 90% depending on the usage status¿, it was explained that variations in the battery level can occur even under normal usage conditions, and since the output varies depending on the posture, 70% or 90% of the remaining power remains depending on the day. In the case of this patient, there was an electrode whose impedance was not stable, and there was an indication that the setting output could not be set, so it is possible that the remaining battery level was not stable. There was no stimulation when stretching. Rather, it was no stimulation even if the back was stretched. Until now, due to the output, the patient had set it to the extent that they felt a slight sensation of stimulation by stretching their back, so the patient felt that electricity was flowing by stretching their back, but in this check, the set output could not be produced because the electrode used had a poor impedance, and the reason is that he did not feel stimulation. Changed the electrode used which resolved the issue. Since recovery was achieved by using another electrode, there are no plans to perform procedures such as surgically replacing leads. Additional information was received. Impedance measurements provided, indicting that electrodes 1, 3, 6, 9 had high impedances values of 40000o.